Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead helix had a transmyocardial perforation of the right coronary artery, creating a fistula to the right ventricle. The patient underwent open sternotomy to repair the fistula and reposition the rv lead. It was also reported that the doctor does not believe this to be a malfunction of the lead, but rather a complication associated with the patient's anatomy. No further patient complications have been reported as a result of this event.